Event description:
Prior to deployment of the graft a sizing catheter was advanced into the aorta, determining that additional length would be needed to land the left iliac leg graft at the intended landing zone. An iliac leg extension was deployed in the main body, adding sufficient length to the limb to obtain the optimum landing zone. A main body extension was deployed at the proximal segment of the main body graft to ensure a future seal of the vessel. Deployment angiogram noted an occlusion of both renal arteries. Another manufacturer's stent was deployed in the left and right renal arteries returning flow through the vessel and ensuring future patency. Good flow to the renal arteries was viewed during the final angiogram.